Event description:
It was reported that the customer received a motor error alarm on the insulin pump while attempting to fill the cannula. The customer's blood glucose was 172 mg/dl. During troubleshooting, the customer stated he did not recall the insulin pump being exposed to a strong magnetic field. The customer uses the sensor feature on the insulin pump. He was advised that a false motor error alarm could be caused by viewing the sensor glucose graff while the insulin pump delivers a bolus. The customer stated he was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).